Manufacturer narrative:
(B)(4). Updated analysis summary by alfred santos on jan 27, 2022. S/w 4.11e. Retainer ring = clear. On feb 08, 2021 the pump was returned due to patient passing away, but not alleging device. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Device uploaded properly using carelink and thus. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 02/02/2021 dailytotalofallinsulindelivered = 29.675. 02/03/2021 dailytotalofallinsulindelivered = 29.625. 02/04/2021 dailytotalofallinsulindelivered = 25.3. 02/05/2021 dailytotalofallinsulindelivered = 25.975. 02/06/2021 dailytotalofallinsulindelivered = 24.525. 02/07/2021 dailytotalofallinsulindelivered = 26.225. 02/08/2021 dailytotalofallinsulindelivered = 17.75. In summary, pump passed all required testing. Pump was not returned for an allegation. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to congestive heart failure. The cause of death was congestive heart failure. The customer¿s blood glucose was 79 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. Customer was not using sensor at the time of death. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.